Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 148 mg/dl at the time of admission, and 141 to 104 mg/dl at the time of the call. The customer was given d50 to treat. The customer experienced symptoms such as being unresponsive, chills, and loss of consciousness. The customer was not wearing the insulin pump during the incident, within 48 hours. The pump had been exposed to a magnetic field. Troubleshooting was completed and pump passed. The insulin pump will not be returned for analysis. Frn, model unknown, reservoir.